Manufacturer narrative:
This report is for one of two devices involved in the event, please refer to report 3013450937-2018-00044 for the other. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. The operation notes and explanted components were requested and it was relayed that the components were disposed of and the operation notes were unable to be obtained. Should additional information be obtained the report will be supplemented.

Event description:
Revision surgery performed on eleos resurfacing knee where it appeared on x-rays that the resurfacing femur and stem extension had dissociated.